Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 38 stent delivery system was returned for analysis. There was no stent returned. The balloon cones were reviewed, balloon wings appear relaxed and crimp markings are visible on the balloon walls. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent dislodged inside the patient. The stent was successfully removed from the patient with no intervention required. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent dislodged inside the patient. The stent was successfully removed from the patient with no intervention required. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.